Event description:
It was reported that the customer experienced a malfunction on their insulin pump. The customer's blood glucose level did not exceed 500 mg/dl and therefore was considered within a normal range. The customer was instructed to switch to multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was informed of the steps to follow upon receiving the new pump and was asked to return the faulty pump using a provided return box and pre-paid label.